Event description:
A power-on-reset (por) was reported following an unrelated medical procedure that used an electrocautery (ICD implantation). Impedance check turned out fine. No other interventions were reported and the issue was resolved.

Manufacturer narrative:
(B)(4).